Event description:
It was reported that the lead was replaced due to low ventricular bipolar impedance (148 ohms). The impedance had been in the 700 ohm range in the past and had gradually decreased due to insulation degradation. No patient complications were reported as a result of this event.